Manufacturer narrative:
(B)(4). Hospital was contacted several times and never called back. Surgeon indicated it had nothing to do with the stapler, but they don't know what happened.

Event description:
It was reported that post op of a right colon procedure, the patient was brought back to surgery for a reoperation to redo the side to side anastomosis. Blue cartridges were used. It is unknown how many days post op the patient was returned to surgery. There was severe leaking at the side to side anastomosis sites. The device was discarded. No details are available. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.